Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from where it attaches to the pump during the load process. There was no adverse impact to customer's blood glucose level. Reportedly, the customer was able to load a new cartridge to address the issue.